Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the ball hex drill broke during the reaming process. The reaming was fully done when the device broke, so another device was not needed. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.